Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the pump notified the customer, "that it needed a new cartridge when it was just recently replaced." Additionally, it was reported that the pump shut off unexpectedly multiple times; the pump would only turn on after being connected to a charger. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.